Manufacturer narrative:
The insulin pump was received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o ring and dog chew marks on the case noted. The broken battery tube thread and broken reservoir tube lip was damage due to dog chew.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call physical damage of insulin pump. Customer reported that his dog chewed up insulin pump causing damage to reservoir compartment, battery compartment and casing corners. Customer's blood glucose was 255 mg/dl. Customer was advised that insulin pump would need to be replaced.